Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the valve was implanted to the patient via vp-shunt on 19 dec 2017 due to congenital hydrocephalus. The initial setting was unknown. It was reported that there was suspicion of valve blockage. It was confirmed that there was no problem with both the proximal catheter and the distal catheter. The removal surgery was performed on (B)(6) 2018. The surgeon suspected the ruby ball blockage. Csf protein: unknown. It was suspected of blood and debris contamination in the cerebrospinal fluid. No further information was provided by hospital.

Manufacturer narrative:
Updated UDI : (B)(4). The valve was returned for evaluation. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The siphon guard was tested; no issues were found. The siphon guard was removed and the valve was pressure tested; no issues found. A review of the device history record found that the valve conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.